Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in a large volume intermate. The event was further specified as ¿foreign contaminates inside the pump lines¿. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: correction will be made to the previously submitted. There are two (2) affected products previously submitted as one (1). The lot was manufactured between may 06, 2019 - may 07, 2019. Two (2) actual samples were received and evaluated. Visual inspection was performed which revealed a particle embedded in the material of the tubing lines. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. Both samples were found to meet specifications and there was no product non-conformance. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted